Event description:
The haptic was found to be bent after the lens was inserted in the pt's eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00279 for the delivery device used with this intraocular lens.